Event description:
Hcp reports the pt presented in 2006 due to left pulse generator battery stopped working after 19.6 months imp duration. Reported symptoms shows the pt experienced right side tremor and uncoordinated movement. The pt's spouse provided that the neurostimulator battery was defective due to reaching end of life (eol) 17 months post implant. The pulse generator was explanted and replaced in 2006 and was returned to the MFR for analysis. The hcp indicated the pt has recovered without sequela.

Manufacturer narrative:
H6: preliminary device analysis was not available at the time of this report.